Event description:
A revision surgery was reported.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis. On visual examination, the fracture was observed through the mid-stem region, approximately 71 mm from the distal tip. The femoral head remained locked on the stem trunnion. Material analysis: a material analysis was performed and concluded the following: "review of exeter v40 stem 35.5mm, catalogue # 0580-1-351, lot code g7090250 confirmed a fracture in the mid-stem region. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the stem through the mid-stem region. The component was observed to have fractured due to fatigue." -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised. Visual inspection of the returned exeter stem indicated that it had fractured approximately 71mm from the distal tip. A material analysis was performed and concluded the following: "review of exeter v40 stem 35.5mm, catalogue # 0580-1-351, lot code g7090250 confirmed a fracture in the mid-stem region. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the stem through the mid-stem region. The component was observed to have fractured due to fatigue." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A revision surgery was reported.